Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot#: va1hkw0, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell and hit their head requiring medical treatment. The patient had staples put in their head right over where the lead was. Following this an impedance check was performed on (B)(6) 2021 which found low impedances in bipolar between contact 8 & 11 (65 ohms). There were no actions taken to resolve the issue as the patient still ad adequate therapy, but may decide on future surgical intervention if needed. Relevant medical history includes parkinson's disease.